Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the line power light was not illuminated on mvs. They replaced the mvs board power input fuses and the system passed all testing. Patient information: patient information was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) (hcp, rep): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the sites o-arm did not seem to be hold a charge. They stated that they followed protocol and always kept the o-arm plugged in when not in use. When the system was plugged into the wall, it was not showing that it was charging. Additionally, it was reported that the system was not powering on at all and that the mvs was unresponsive and did not boot up. There was no patient present when this issue was observed.